Event description:
It was reported that alarm 01 occurred while customer was using cartridge and original cartridge was not available for inspection. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge, successfully resumed insulin delivery, and no further issues were reported.